Event description:
A representative from a patient's insurance company reported a patient with a capsular contracture, baker grade unknown on the left side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.